Manufacturer narrative:
Reported event: an event regarding wear involving a triathlon insert was reported. The event for wear was confirmed via evaluation of the provided photographs. Method & results: product evaluation and results: the device was not returned; however, photographs were provided for inspection. The photographs show a recently explanted insert with damage present on the anterior portion of the condyle consistent with delamination and material loss. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. The device was not returned; however, photographs were provided for inspection. The photographs show a recently explanted insert with damage present on the anterior portion of the condyle consistent with delamination and material loss. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery of a left total knee due to instability in the joint. The 11mm insert was removed and a 19mm insert was implanted. No information from the index surgery is available. No further information available from the doctor or hospital.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Revision surgery of a left total knee due to instability in the joint. The 11mm insert was removed and a 19mm insert was implanted. No information from the index surgery is available. No further information available from the doctor or hospital.